Manufacturer narrative:
(B)(4). Date sent 5/29/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 5/29/2025. Additional information was requested, and the following was obtained: we have two lot numbers (cper8l and m9au9r) were there issues with the two lot numbers (cper8l and m9au9r)? Only cper8l had an issue.which lot number showed indications that the device was fired before it was used? Cper8l. What were those indications? The safety was disengaged. I don't recall seeing a green checkmark. Why did the surgeon decide to remove and replace the stapler and the anvil? Because it couldn't fire. The reason for replacing the anvil is unclear. What does ¿sutural failure occurred¿ mean? It is believed that a leak occurred due to tissue damage during the change of the device. The event description states there were issues with two staples. Will both be returning for analysis? Yes. Was the returned device the one that was allegedly already fired? Yes. What issues were noted with the second stapler and what was its lot number? M9au9r; it reportedly stapled correctly, but it is being returned just in case. What were the indications for surgery? Not clear. What surgical procedure was performed? Not clear. Did the patient receive any preoperative chemotherapy or radiation? Not clear were there any issues experienced with the device in the initial surgical procedure? It could not fire. What healthcare professional fired the device and what is his/her experience with the device? Not clearwhere in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Not clear. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing not clearwere there any issues with device use/firing? It could not fire. What confirmation was received that the device completed the firing sequence? The second one had a checkmark. Was the green checkmark visible at the end of the firing? The second one was visible; the first one was not recognized. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Not clear. Was there any difficulty removing the device? Not clear. Was complete transection of the white breakaway washer visually confirmed? Not clear were the donuts inspected? If so, please describe. The second one was inspected, and there were no issues. Were there any issues noted with staple formation? If so, please describe the shape and location. No issues with the second. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors, including patient tissue condition? The surgeon believes that the replacement of the first device caused the leak. Was a leak test performed? If so, what type and what was the result? Not clear. Was the staple line visualized endoscopically during the initial surgical procedure? Not clear. How many days postoperatively did the leak occur? One day after. How was the leak identified? Not clear. What was observed at the site of the leak upon reoperation? A tear in the tissue. How was the leak addressed? Additional suturing.

Event description:
It was reported that during a laparoscopic high anterior resection, when opened the package, the device was already fired. The doctor thought this was strange but loaded the battery and used the device on the patient. When using, the device could not be fired. Another device was used to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 5/22/2025. D4 batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information: on the day of the surgery, a leak occurred. The next day, a second surgery was required. The surgeon¿s perspective regarding the re-surgery is that when they could not fire, it was necessary to remove both the body and the anvil, which might have caused damage to the organs. When the nurse handed the product over to the surgeon, it was confirmed that the safety bar was down, which raised some concerns for the surgeon. The surgeon suspects that the safety bar may have been in a down position when it was shipped. The sales was not present during the surgery. After the surgery, the sales confirmed that the green check mark for the product was lit. There were no other visible discrepancies. There were no staples scattered or other irregularities. Performed dst anastomosis by cdh25p, the device could not be fired, so the anvil and trocar were removed once, then it was tried to fire again with a new stapler, but a sutural failure occurred. The situation was handled with performing a temporal stoma, and it is not planned to become a permanent stoma. After that treatment, a leak occurred on the day after the surgery, and re-operation was performed. In the situation of may 15th, the patient will be moved from dic to a general wards on the 16th. The surgeon's opinion on the cause of this event was that the device could not be fired at the 1st firing, and tension was applied to the intestine on the anvil side when removing the anvil and the main body, so there has torn. The mucous membrane was necrosis, which caused that leak. The patient is 58-year-old, male and his initials are sy. His height is 158 centimeters and his weight is 59 kilograms. The patient background information: no allergies, sinusitis, current smoker (20 cigarettes/day) since 18-year-old. The site where the device is used is ra. -the patient's current condition is that the patient will be returned to the general ward from the ICU tomorrow and will be followed-up with a temporary stoma. The tissue tear was found when the second device was used. It was found during reoperation, too. There was no problem when the ring part of the second device was checked. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: we have two lot numbers (cper8l and m9au9r ) were there issues with both lot numbers? What lot number showed indications that the device was fired before it was used ? What were those indications? Why did the surgeon decide to remove and replace the stapler and the anvil? What is meant by ¿sutural failure occurred¿? The event description states there were issues with two staples will both be returning for analysis? Only one device has been returned. Was this the device that was allegedly already fired? What was the issue with the second stapler and what was the lot number of the second stapler? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 5/30/2025 d4 batch #210d28 corrected data d4: UDI# investigation summary the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage with the anvil returned inside a plastic bag. The breakaway washer was present, uncut inserted in the anvil and there were no staples present in the device. No battery was received. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. Due to no staples were present on the device, it is possible that the returned anvil does not belong to the returned device since anvils are interchangeable with the same product. The device was reloaded with staples, and the returned anvil with washer was inserted in the trocar without difficulties. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Although no conclusion could be reached on the cause of the reported event, it should be noted that the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. Make sure the tissue thickness is uniform and lies flat inside the device. If there is too much tissue on one side, it could lead to poor staple formation and potential staple line leakage. Do not try to turn the adjusting knob while the device is firing. This could cause malformed staples, an incomplete cut, bleeding, leakage from the staple line, or difficulties in removing the device. The event described could not be confirmed as the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications a manufacturing record evaluation was performed for the finished device batch number 210d28, and no non-conformances were identified.